Event description:
The unit is allegedly not filling tanks and is hot to the touch. No injury is alleged.

Event description:
The unit is allegedly not filling tanks and is hot to the touch. No injury is alleged.

Manufacturer narrative:
(B)(4) has been issued. Model irc5po2w serial number (B)(4) is approximately 1 year 6 months old. User manual part number 1143482 rev e (nov/09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: " do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner¿s manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer stated that the device was hot to the touch but did not state if an alarm sounded. Invacare provides fail-safes in the form of alarms on the device to prevent the system from becoming too hot. The troubleshooting section of the user manual provides the following information. On page 26 the following alarm is mentioned regarding overheating: "alarm: continuous concentrator not operating, power switch on. Beeeeeeeep.... System failure: unit overheating due to blocked air intake. Remove and clean cabinet filters. Move oxygen concentrator at least three inches away from walls, draperies or furniture." On page 27 the following alarm is mentioned for overheating: "yellow or red light illuminated. Alarm: continuous on red light only. * only applies to irc5po2. Unit overheating due to blocked air intake. Remove and clean cabinet filters. Move concentrator at least three inches from walls, draperies, and furniture." (B)(4). Follow-up #001 - visual and functional testing of the device determined that the device was not working as designed due to contamination. The discoloration and contamination may be related to tobacco products used near or around the device. Invacare labeling instructs consumers to avoid smoking while using the device.

Manufacturer narrative:
RMA (B)(4) has been issued. Model irc5po2w serial number (B)(4) is approximately 1 year 6 months old. User manual part number 1143482 rev e (nov/09) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: " do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer stated that the device was hot to the touch but did not state if an alarm sounded. Invacare provides fail-safes in the form of alarms on the device to prevent the system from becoming too hot. The troubleshooting section of the user manual provides the following information. On page 26 the following alarm is mentioned regarding overheating: "alarm: continuous concentrator not operating, power switch on. Beeeeeeeep.... System failure: 1. Unit overheating due to blocked air intake. 1a. Remove and clean cabinet filters. 1b. Move oxygen concentrator at least three inches away from walls, draperies or furniture." On page 27 the following alarm is mentioned for overheating: "yellow or red light illuminated. Alarm: continuous on red light only. Only applies to irc5po2. 4. Unit overheating due to blocked air intake. 4a. Remove and clean cabinet filters. 4b. Move concentrator at least three inches from walls, draperies, and furniture."